Event description:
End user stated that the hand brake on their 65650 rollator is broken.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-02424 indicting the model number as 65650, actual model number is 65500 and the manufacturer was reported as unknown when in fact it is (B)(4).